Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test failed due to 0 voltage. A review of the share logs was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The root cause could not be determined. In addition, transmitter failed error was found for a different transmitter ID. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.